Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. The physician attempted to implant a taxus express2 3.00x32mm drug eluting stent but was unable to cross the lesion. Outside the patient the physician then noticed that the stent strut lifted up. The procedure was completed with another of the same device and patient status is good.